Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient stated that upon sensor deployment, patient was unable to locate sensor wire. Patient reported no discomfort at insertion site. No injuries or medical intervention were reported.